Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a rewind anomaly, keypad/button unresponsive/button error, and damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call that might have triggered the reason of complaint. During download history review, no 61stuck key or other relevant alarms to confirm event date or complaint code. However, pump error 53 was noted twice on 07/27/2024 at 12:48:58 and at 12:49:46. File number= 2005 and line number=5632. Per software engineering log, pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. Unit was also received with cracked keypad overlay at select button, scratched case, cracked case on battery side, cracked case (battery tube) and battery tube threads - cracked. In conclusion, customer concerns are not confirmed. Unable to confirm customer alleged concern of rewind anomaly and stuck button. No relevant alarms noted in download history review and testing of the unit was successful. However, a critical error (pump error 53) was found in adapt history files. Pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Possible software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.